Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information via the patient's remote monitoring system that the implantable cardioverter defibrillator (ICD) with the right ventricular (rv) lead exhibited high out-of-range (oor) shock lead impedance. However, in the office the impedance measurement was back to normal in 80-90 ohms range. Boston scientific technical services (ts) reviewed trend and impedance measurement was stable between 80 to 90 ohms range. Other lead diagnostics appeared consistent and no episodes in logbook noted and presenting electrogram (egm) is unremarkable. Ts discussed possible causes. Additional information indicated that the cause was undetermined and the patient will continue to be monitored. The system remain in service. No adverse patient effects were reported.